Event description:
The device was used during an unk procedure. It was reported by the affiliate that the tip of the trocar broke. There was no pt consequence. 9/17/97 it was the plastic ancillary trocar tip that broke.

Manufacturer narrative:
Ees#.975638-a. The product complaint anaysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: b/a washer present/condition, present/cut; damaged anvil/anvil shroud, yes; damaged guide face, no; damaged knife, no; damaged staple pockets, no; damaged trocar, no; missing parts, no; staples present/location, no and tissure present/describe, no. Analysis conclusion: based on the info received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. Upon receipt of the instrument, it was confirmed tha the ancillary trocar was broken off inside the anvil shaft. If torque is applied to ancillary trocar while removing it from the anvil, it may cause the ancillary trocar to break. It could not be ascertained if this may have occurred in this instance. Mfg and engineering have been notified of the reported incident.